Manufacturer narrative:
Per tandem's t:flex user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. To treat the low bg level, the customer consumed sugared water. Reportedly, the customer delivered a bolus of 7.2 units at 11:30 am, which was the amount of insulin remaining in the cartridge and was not enough insulin to cover for the meal consumed. A bg value was only programmed for the requested bolus, and a carbohydrates amount was not entered. The customer then changed the supplies (cartridge and infusion set), and consumed another meal. Reportedly, the customer added the carbohydrates values from both meals (total of 140 grams), and input a bg value of 280 (mg/dl). It was reported by the nurse that the customer had programmed too many carbohydrates which resulted in delivering a bolus that was too large. At the time of the reported event, the customer's bg level was 100 mg/dl.